Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available. The trudi suction device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The unique identifier (UDI) is not available without the lot number. Section h.4: the device manufacture date is not known as the product catalog and lot numbers are not available. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a primary hybrid function endoscopic sinus surgery (fess) with balloon sinuplasty procedure, the trudi navigation system was having an issue with 2-3 mm anterior to the left and 4-5 mm anterior to the left. The registration probe was re-registered three times and was eventually replaced. The dongle was disconnected and reconnected along with the instruments, but the issue was not resolved. There was verification of the computed tomography (CT) scan to ensure alignment, but the reported issue still persisted. A decision was made to move to a regularly lighted balloon rather than to continue with the navigated balloon (product catalog/ code and lot number unknown) to resume the procedure. There was no report of any negative patient impact. On 30-sep-2024, additional information was received. Per the information, the product code and the lot number of the navigated balloon catheter cannot be obtained. Per the information, the end user confirmed accuracy using the registration probe after the registration process was completed. Regarding confirmation of accuracy of known landmarks in endoscopic visualization inside the nasal cavity, the information indicated that ¿it was inaccuracy inside the anatomy.¿ inaccuracy was determined with multiple instruments outside and inside of the anatomy. Inaccuracy was noticed from the start of the case. The information indicated that the physician had a straight and curved suctions (product codes and lot numbers were not included in the information received) around the middle turbinate and it showed them being anteriorly closer to the inferior turbinate. Accuracy was validated using both the registration probe and through instrumentation. Axial computed tomography (CT) image was used as the primary image. There were 246 slices with the field of view being axial. There were no noticeable defects to the CT scanned image. The information indicated that the physician performed the registration process; the physician is in serviced. The physician had performed 10 to 15 registrations and this is the first time accuracy had been an issue for the physician. The bony portions of the nose and the forehead were used to confirm accuracy. The serial number of the trudi system was 400062. The trudi system version was 2.3. Per the information, log files can be obtained. The reported accuracy issue is isolated to one patient. The patient tracker did not move and the patient tracker cable was not under tension in relation to this event. There was no ferromagnetic material placed within the trudi zone. The emitter pad did not move and the patient did not move. No other device shaft was in the proximity of the emitter pad¿s transmitter. Per the information related to the navigated balloon, when the accuracy issue was observed, the bar below the device icon on the trudi system monitor was green. There was no error message on the trudi nav monitor. The navigated balloon was plugged in after the registration. The crosshairs did not turn yellow. The inaccuracy was not within 2 mm. The navigated balloon is not available to be returned for evaluation and analysis. On 15-oct-2024, additional information was received. Per the information, two suction devices were also inaccurate. The catalog and lot numbers of the two suction devices are not available. When the accuracy issue for these the two suction devices was observed, the color was the bar below the device icon on the trudi system monitor was green. There was no error message on the trudi nav monitor for the two suction devices. The suction devices were plugged in after registration. The crosshairs did not turn yellow. The inaccuracy was not within 2 mm. The two suction devices were reprocessed, though the number of time they have been reprocessed are not known. Method of reprocessing was reported to be autoclave. The devices are not available for return. Based on the additional information received on 15-oct-2024, the issue reported related to the suction device have been determined to be usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿